Event description:
On (B)(6) 2015 the reporter contacted animas alleging unspecified issues with the one touch ping insulin pump. No additional information was provided. Animas made several attempts to follow up with the reporter but have been unsuccessful at this time. This complaint is being reported because the reported issue was not resolved at the time of contact. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The product has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.